Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. Covidien ref (B)(4).

Event description:
A report received from USA stated that an 840 ventilator experienced a graphical user interface (gui) key stuck device alert. There was no reported patient involvement.